Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a partial gastrectomy procedure, on the first firing on the duodenum stomp when the device was fired, the first 1/3 of the staple line formed correctly. The second third and the middle was not formed, there was bleeding. The distal portion formed correctly. Another stapler was used to remove the malformed staple line from the patient. The procedure was completed without incident with the new stapler. There was no impact to the patient. The device was discarded.